Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed on the 11th november 2014 and performed to specification up to and including the last log entry on the (B)(6) 2015. A test pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. The device delivered a test shock without fault and an acceptable measurement was recorded. The device was connected to several versions of saver evo without fault. Investigation found no fault with the returned device. The device performed to specification throughout the history log and during testing at heartsine.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has red status indicator light and chirping with known working pad-pak.